Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose level of 568 mg/dl, cause was unknown. Reportedly, the customer switched to an alternate pump for insulin therapy.